Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted in the lad. Five days post index procedure during a staged procedure the patient had five endeavor sprint drug eluting stents implanted in the rca. It is reported that on the day of the staged procedure the patient suffered an mi. The event was not assessed for relatedness to device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).